Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple intermittent malfunction alarms occurred. During troubleshooting with tandem technical support, the malfunction alarms were cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level ranged from 149-388 mg/dl.